Event description:
Two attempts were made to deploy a coronary stent with delivery system at the target lesion site located in the pt's left anterior descending artery. Both attempts resulted in the stents becoming "lost" in the coronary tree. The pt was subsequently sent for a CABG procedure, during which, both stents were removed. The surgeon reported that both stents were found to be "buried" in plaque. There were no further complications reported relative to this procedure.